Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and found vector dongle to be faulty. Replaced dongle. Performed system checkout. System checkout passed. System operated as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000450, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000424, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000167, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000319, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that on boot up outside the room and it wouldn't go to full screen on the pendant. It stayed on system initialization. It said no xray. There was no patient involvement.

Manufacturer narrative:
H3) the software investigation found that the reported event was not a software issue. Complaint data analysis found the event due to a hardware issue as per the complaint data. Found vector dongle to be faulty. Replaced dongle. Software functioning as designed. B01,c19,d14 codes applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, #:version: 4.2.1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6): the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, they confirmed reported complaint "standalone mode". Imaging system umbilical cable passed bench test. Continuity test passed and was installed in imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. Visual inspection passed. Codes: b01, c02, d02 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000424, lot/serial#: (B)(6) rev. E h3) the rear cabinet was returned for analysis. Visual inspection confirmed damage hardware. Visual inspection confirm damage hardware. Damaged latching lever was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.